Manufacturer narrative:
Additional information: sensor serial number has been updated based on the returned product. Device manufacture date has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was returned. Performed visual inspection of the sensor tail and no issues were observed. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing an adc freestyle libre sensor. Customer could not obtain a glucose result and had contact with a healthcare provider and was treated with either glucose, glucose tablets, or insulin, depending on if her blood glucose was high or low. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing an adc freestyle libre sensor. Customer could not obtain a glucose result and had contact with a healthcare provider and was treated with either glucose, glucose tablets, or insulin, depending on if her blood glucose was high or low. No further information was reported. There was no report of death or permanent impairment associated with this event.